Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of device displays an error message. System error 322 was confirmed through the event history log, but could not be reproduced. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump has an unknown error message appearing on the screen. It was found during the baxter evaluation of the device that the pump has system error 322 alarms in the history log. Any patient involvement, injury or medical intervention is unknown.